Manufacturer narrative:
Two monitors were returned for analysis. Through visual and functional testing methods, an electrical failure was confirmed with one of the monitors and physical damage was confirmed with the other. Other relevant device(s) are: pn: 9733623, ln: 090225307 and pn: 9733623, ln: 1904252706. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that when setting up for the case the surgeon monitor was flickering. He could get the flickering to pause by physically tapping on the monitor. No patient was present at this time.

Manufacturer narrative:
A manufacture representative went to the site to inspect the system. The representative replaced the two monitors from the system and the issue resolved. The system checkout was performed prior to the monitors returning for analysis, which was documented in the initial MDR. However, it had not been completed at the time of the original filing. If information is provided in the future, a supplemental report will be issued.